Event description:
The pipeline stent was deployed without complication. Surgeon was retracting the aristotle 18 and noticed the wire appeared broken on imaging. Aristotle was removed from the patient, and it was confirmed to be broken.